Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause to the lack of stimulation sensation was most likely the result of the fall that the patient had in the house several years ago. No further actions will be taken to resolve the issue.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had a fall right on the stimulator 2-2.5 years ago and it had not worked efficiently since. When they did feel stimulation, it was in the urethra and uncomfortable. They went to the doctor and the manufacturer representative told them the stimulator was "50% effective." They recently saw the doctor who told them to try changing programs. On the call, they changed from 5.2 volts on program 2 to 5.0 volts on program 3. They did not feel stimulation. They planned to monitor their symptoms and adjust as needed. They reiterated they had made their manufacturer representative aware of the issue two or two and a half years ago, when it was first reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient reported they fell a number of years ago and landed on the device and after that it no longer seemed to be working so they went to their doctor and the manufacturing representative checked it and said it was working at a very low percentage which meant it did not work at all. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The healthcare provider reported that at the last visit on 3/4/2018 the patient reported frequency and urge were mild and overall the patient was pleased with their results. The healthcare provider was not aware of any association between a fall and the device.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called because they had not had it programmed and had not done anything with it and they wanted to have programs set up. They stated that at their last annual in march they were supposed to call the manufacturer if they needed help. The patient reported their bladder symptoms were not good. The patient was going to call their healthcare provider to talk about having a manufacturer representative at their appointment and wanted help to use their patient programmer to change their program. They were able to sync with their programmer on the call, it showed stimulation was on set to program 1 at 3.7. Patient successfully changed to program 2 at 2.5 and wished to try it there. Patient reported their hand and wrist hurt due to holding the antenna over the implant for quite a while during the call and it was not comfortable to hold it here very long. It was reported there was a fall related to the issue. It was also reported that the change in therapy/symptoms occurred very gradually. No further complications were reported or anticipated.